Manufacturer narrative:
The reported event of inadequate hv output and failure to interrogate was confirmed. The device was received with no telemetry communication and no output. The device was cut open to enable further testing, and the battery was found to be at eri level. Hybrid circuitry was tested by connecting to an external power source. Test results indicated high current drain, which isolated to an integrated circuits (ic) anomaly, consistent with damage caused by exposure to external energy from an external defibrillation shock.

Manufacturer narrative:
H6, investigation conclusion code should be "67, no problem detected" in supplemental report.

Event description:
It was reported that the patient presented outpatient for a diagnostic test. While performing the test, it was noted that the patient went into ventricular tachycardia (vt). The implantable cardioverter defibrillator (ICD) delivered five shocks and failed to convert the rhythm. External defibrillation was performed and the rhythm was successfully converted back to sinus. The patient was admitted in the emergency room and it was noted that the ICD was unable to be interrogated. The ICD was explanted and replaced. The patient condition was unknown.

Manufacturer narrative:
Further information was requested but not received.

Event description:
New information received notes that the patient was in stable condition.